Event description:
During follow-up, loss of capture, r wave amplitude variation, and low pacing impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.